Event description:
The following has been reported: biomed reported: "s/n: (B)(6) issue is " service needed no programming available". A preliminary review identified the following issue: fail stop, cause unknown. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.